Event description:
It was reported that during a vats lobectomy there were malformed staples found after the device fired with white reload on the pulmonary vein and bleeding was found. The surgeon converted the procedure to open and used hand sewing to ligate the vein. The surgeon used the green reload with this device to cut the lobar bronchi, but the staples were still malformed. The surgeon changed to a stapler to complete the procedure. Now the patient is fine.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The event could not be confirmed as no malformed staples were noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.